Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported he received an electrical shock from the architect i1000sr processing module. While unloading a reagent from the reagent carousel, the customer¿s finger touched a metal part on the instrument and he felt a shock. The instrument¿s electrical system was checked, and no problems were detected. The customer was not injured and did not require medical attention. There was no impact to patient management reported. There was no additional harm to the user reported.

Manufacturer narrative:
An evaluation is still in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
Additional information was provided by the customer on (B)(6) 2024: the customer¿s hand that touched the metal part of the instrument was the same hand that was also holding a reagent carrier. The customer was not wearing gloves at the time the shock occurred. On the day of the incident, the laboratory was normal temperature (around 24 to 25 c) and there was not high humidity.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and verified the module¿s currents and voltages were correct. Additionally, the modules grounding/resistance from the power switch to ground was per specification. No system parts were replaced or adjusted as the architect i1000sr remained functional at the customer site. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) found no contributing factors on or around the date of the incident was identified. There have been no subsequent tickets documenting shock associated with the architect i1000sr analyzer. A review of tracking and trending for the architect i1000sr did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. The 2024 ul certification memo contains information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock from the equipment. Per abbott emc/product safety, electrical shock is unlikely to have occurred as no damage to the instrument was observed. Based on the investigation, no systemic issue or deficiency of the architect i1000sr for serial (B)(6) was identified.

Event description:
The customer reported he received an electrical shock from the architect i1000sr processing module. While unloading a reagent from the reagent carousel, the customer¿s finger touched a metal part on the instrument and he felt a shock. The instrument¿s electrical system was checked, and no problems were detected. The customer was not injured and did not require medical attention. There was no impact to patient management reported. There was no additional harm to the user reported. Additional information was provided by the customer on 03may2024: the customer¿s hand that touched the metal part of the instrument was the same hand that was also holding a reagent carrier. The customer was not wearing gloves at the time the shock occurred. On the day of the incident, the laboratory was normal temperature (around 24 to 25 c) and there was not high humidity.